Manufacturer narrative:
Eval: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device report 1 of 5: reference MFR report: 1627487-2011-09315, reference MFR report: 1627487-2011-09316, reference MFR report: 1627487-2011-09317, reference MFR report: 1627487-2011-09318. The pt received the scs system on (B)(6) 2011. It has been reported the pt was not receiving adequate stimulation and was scheduled for a revision to enhance coverage. During the lead revision procedure, the physician discovered put at the ipg battery site and elected to explant the entire system. The pt has been put on oral antibiotics. A culture was obtained but a definite diagnosis is not available. No further pt complications have been reported. The explained product has been discarded by the facility.